Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2000: [missing records: an operative report for ¿exploratory laparotomy with bowel resection¿ was not provided.] (B)(6) 2003: [missing records: an operative report for ¿incisional hernia repair¿ was not provided.] (B)(6) 2004: [missing records: an operative report for ¿ventral hernia repair, lysis of adhesions, ptfe mesh onlay¿ was not provided.] (B)(6) 2005: [missing records: an operative report for ¿exploratory laparotomy with bowel resection¿ was not provided.] (B)(6) 2007: new hanover regional medical center. L. Neal beard jr., md. Radiology ¿ CT abdomen/pelvis. Indication: history of lymphoma now with acute abdominal pain. Impression: findings concerning for small bowel obstruction whose transition point is difficult to identify. Feculent material within bowel in right lower quadrant to surgical suture line. Enlarged prostate. Diverticulosis. (B)(6) 2007: new hanover regional medical center. Allison lynn, md. Operative report. Preoperative diagnosis: small bowel obstruction. Postoperative diagnosis: small bowel obstruction with multiple anterior abdominal wall hernias. Procedure: exploratory laparotomy. Complete lysis of small bowel adhesion. Ventral hernia repair with gore-tex mesh. Assistant: matthew jones, md/hs. Disposition: to post anesthesia care unit in stable condition. Indications: this 68-year-old male with past surgical history significant for small bowel resection secondary to lymphoma. The patient has had multiple recurrences of small bowel obstruction mostly from adhesions or incarcerated hernia, and has had three surgeries in the past five years. He returns with anterior abdominal wall pain and obstructive symptoms. The patient¿s symptoms did not resolve with conservative management and I felt that despite resolution of symptoms, he would probably progress to frequent hospital visits for exacerbation of his symptoms. Therefore, I recommended laparotomy and lysis of adhesions. Description of procedure: ¿the patient was taken to the operating room and identified as richard harris. After a smooth induction of general endotracheal anesthesia, foley catheter was placed and the patient¿s abdomen was prepped and draped in the usual sterile manner. The patient¿s entire anterior incision was incised again using scalpel and then slowly carried down to the fascial surface with sharp dissection. Eventually, we were able to enter the preperitoneal space. This actually turned out to be within the abdomen and the patient had fairly filmy but dense adhesions to the anterior abdominal wall. Slowly these were lysed sharply using scissors and eventually they were taken down from the anterior abdominal wall so that the entirety of the fascial incision could be opened. Then working from side to side, we lysed the adhesions off the anterolateral abdominal wall on both sides. What we were left with was essentially the result of the patient¿s multiple primary repairs. It appeared that the anterior abdominal wall while the fascia had stayed relatively intact from all of the interrupted that had been placed, every suture area had resulted in small breakdown and there were multiple small approximately 1 cm hernias at the anterior abdominal wall, basically swiss cheese, going all the way to normal fascia laterally. We then proceeded with complete lysis of adhesions. This was fairly extensive. We followed the small bowel from the ligament of treitz all the way to the ileocecal valve, lying [sic] all adhesions. We did isolate two small bowel anastomoses and left them in place. They appeared to be widely patent. We never did see a transition point, but the patient did have definitely some dilated small bowel consistent with bowel obstruction. The colon was palpated. There appeared to be no abnormalities within the colon itself. The small bowel was rerun. In running the bowel near the proximal small bowel just beyond the ligament of treitz, the mesentery contained some fairly plump lymph nodes. One of these was probably about 1.5 cm. I went ahead and did an excisional biopsy of this one lymph node from the mesentery, taking vascular supply with bovie electrocautery. The mesenteric defect was closed with interrupted 3-0 vicryl suture. Once all the small bowel was completely lysed, we then proceeded with hernia repair. Because the patient¿s anterior abdominal wall is intact but contains multiple small hernias, I felt that an overlay patch would be appropriate, securing the patch to the more secure and undisturbed lateral abdominal fascia. Therefore, we performed a mesh hernia repair using a 24 x 15 cm, elliptical piece of gore-tex mesh. This was secured to the fascia to either side of the incision with a wide margin of approximately 5 cm on either side using through-and-through mattress sutures carried through with #1 ethibond through and through the abdominal wall to separate stab incisions laterally and superiorly. Approximately 18 separate stab incisions were performed widely around the patient¿s midline incision and then the through-and-through mattress sutures were placed and clamped. Then once all had been placed, they were tied in sequence and then cut. The repair appeared to be good with a lot of overlap of mesh over the compromised midline fascia and going into good tissue with through-and-through bites. Once this portion of the hernia repair was completed, a large jackson-pratt drain was placed over the mesh and brought out through the superior stab incision. The drain was secured with a 3-0 nylon suture. The attenuated midline fascia was then reapproximated over the mesh closure using a running #1 pds suture. The midline skin incision and all of the stab incisions were reapproximated with staples. Sterile dressing applied. The patient was awakened from anesthesia and taken to the post anesthesia care unit in stable condition.¿ (B)(6) 2007: new hanover regional medical center main. Implant sticker. Gore dualmesh® plus biomaterial with holes. Ref catalogue number: 1dlmcph06. Lot batch code: 63567856. W.l. Gore & associates. Wasted code # expired. Expiration date 3/6/07. Gore® dualmesh® plus biomaterial with holes. Ref catalogue number: 1dlmcph06. Lot batch code: 04444021. W.l. Gore & associates. Abdomen. Expiration date 6/6/2009. The records confirm a gore® dualmesh® plus biomaterial with holes (1dlmcph06/04444021) was implanted during the procedure. Records between (B)(6) 2007 and (B)(6) 2013 were not provided. (B)(6) 2013: [missing records: a radiology report for a CT on (B)(6) 2013 was not provided.] (B)(6) 2013: [missing records: a radiology report for CT showing ¿prior ventral hernia noted. Several loops of small bowel matted to adjacent mesh¿ was not provided.] (B)(6) 2013: new hanover regional medical center main. William powers, md; joseph payne, md. History and physical. Admitted april 18-21 with small bowel obstruction, underwent conservative management, discharged home. Presents complaining of acute onset crampy abdominal pain. States symptoms are exactly the same as previous bowel obstructions. Abdomen: rigid but non-tender, distended, midline laparotomy incision well-healed. CT (B)(6) 2013: prior ventral hernia noted. Several loops of small bowel matted to adjacent mesh. Several loops are moderately dilated measuring 3.5 cm in maximal distention. Similar in appearance to (B)(6) 2013. Impression: recurrent small bowel obstruction. Plan: admit. (B)(6) 2013: (B)(6) center main. (B)(6) md. Discharge summary. Admit date: (B)(6) 2013. Hospital course: did well, immediately had return of bowel function with in a day of conservative management. There are plans for elective mesh explant, enterolysis and component separation (B)(6) 2013 or (B)(6) 2013. Activity: light activity. (B)(6) 2013: (B)(6) medical center main. (B)(6) md. Operative report. Preoperative diagnosis: recurrent small bowel obstruction. Procedure: exploratory laparotomy, removal of prior placed hernia mesh, extensive lysis of adhesions and primary ventral hernia repair with separations of parts. Assist: lindsay m. Bools, md/hs. Disposition: to pacu in stable condition. Indication: this is a 74-year-old male whose past surgical history includes an exploratory laparotomy for diagnosis of lymphoma. The patient developed a hernia afterwards and a hernia repair with mesh was performed. He tends to represent to the hospital at intervals with a low-grade small bowel obstruction, diagnosed on multiple CT scans. For the most part, his recuperation from these bowel obstructions is fairly [sic]. However, the interval between admissions is shortening and I have had him admitted at least 3 times this year. After a frank discussion with the patient regarding the likelihood that this will continue to be a problem I have recommended an elective lysis of adhesions. Also, because it appears that his point of obstruction is probably near his mesh, his mesh will have to be removed and another hernia repair will have to be performed. The patient understands and presents for same. Description of procedure: ¿the patient was taken to the operating room, identified as richard harris. After smooth induction of general endotracheal anesthesia, the patient¿s abdomen was prepped and draped in the usual sterile manner. A scalpel was used to open the skin along the entire length of the patient¿s midline incision. This was carried down through skin, subcutaneous tissue. We started in the lower abdomen as this was not where the patient had the hernia mesh placed and started going through the subcutaneous tissues, down to the fascia. The fascia was then opened in a piecemeal manner to make sure that there were no inadvertent bowel injuries. There are pretty copious amounts of adhesion to the anterior abdominal wall so these were taken down. Since the patient does not really have any remaining omentum the small bowel was stuck up to the abdominal wall. This was taken down mostly with scissors. Finally as we worked our way up the incision we ran into the patient¿s previously placed gore-tex mesh. This was lysed of adhesions and then sequentially bisected extending the incision all the way up. There is a fairly significant inflammatory response to the gore-tex mesh in that there is a thick scar of proteinaceous material overlying the bowel which is adjacent to the gore-tex mesh. We continued our lysis upward and finally were able to separate the mesh away from the surrounding soft tissues. The anchoring sutures for the mesh were sequentially cut and finally the mesh completely debrided and removed in fragments. At the more inferior aspect of this dissection we were actually able to find a decent plane behind the adhesions and we worked our way back, releasing all the adhesions from the anterior abdominal wall on either side. A balfour retractor was finally placed and then we began a very tedious lysis of adhesions, staring first at the ileocecal valve and then working our way backwards. There were a couple of loops of small bowel which were adherent to the pelvis. These were lysed and freed and then finally, based the patient¿s CT scan, it appears that there is almost a coalescence of bowel loops at the center where the patient¿s hernia mesh used to be so that rather than trying to delineate the separate loops coming into this we basically went from left adherent loops of bowel back into the area of highest adherent, completely lyse all of the adhesions, which appeared to be two anastomoses which had become adherent to each other and then became adherent to the hernia mesh. After more than 2 hours of lysing the small bowel we were actually able to completely free it up from the ligament of treitz to ileocecal valve, and identified the two anastomoses. Finally, just before attention was turned to closure, I had planned a separation of parts so that the patient would not have to have any more hernia mesh in place, so the skin flaps were raised about the rectus fascia on both sides using bovie electrocautery taking the skin and subcutaneous flap down to the aponeurosis of the external oblique on either side. Using a scalpel the aponeurosis was divided lateral to the rectus muscles and this excision incision was extended both caudad and cephalad on both sides, with better mobilization of the rectus fascia after the separation of parts. We were able to get a good non tension reapproximation of the midline fascia. After hemostasis was obtained and just prior to closure the abdomen was copiously irrigated. Multiple sheets of seprafilm were placed on the anterior abdominal wall just below the fascia. Finally using 0 prolene interrupted figure-of-eight sutures the fascia was reapproximated very large bites, tagged first, and then sequentially tied. Finally two large jackson-pratt drains were placed in either side of the skin flaps in the abdomen and then the skin was only loosely reapproximated with a couple of 2-0 vicryl deep dermal sutures, and then the skin was finally closed with staples. The patient was then awakened from anesthesia and taken to the pacu in stable condition.¿ (B)(6) 2013: new hanover regional medical center main. Lindsay bools, md; allison b. Lynn, md. Discharge summary. Admit date: (B)(6) 2013. Hospital course: he did have a postoperative ileus. Discharged in stable condition. Activity: light activity, no lifting greater than 15 pounds for 5 weeks. Ok to shower, do not scrub wound, allow soap and water to wash over wound, pat dry, avoid submerging wound. No bathing or swimming. (B)(6) 2013: (B)(6) medical center main. (B)(6) md. History and physical. Presents with non-healing wound. Started having discoloration of skin and drainage from wound. Drain output minimal. I¿m concerned he has an undrained seroma at midline which is necessitating through wound. Admit for intravenous antibiotics and washout tomorrow. (B)(6) 2013: (B)(6) medical center main. (B)(6) md. Operative report. Preoperative diagnosis: draining midline wound. Postoperative diagnosis: hematoma of abdominal hernia repair. Procedure: washout of abdominal wound. Assistant: lindsay book, md/hs. Disposition: to pacu in stable condition. Indications: this is a 74-year-old male who underwent extensive hernia repair with separation of parts and lysis of adhesions. The patient did well postop until about two weeks postop when he started developing drainage from his midline wound. This is serous and appears to be noninfected; however, he will require wound exploration to determine how to get his skin to close. Procedure: ¿the patient was taken to the operating room, identified as richard harris, and after smooth induction of general endotracheal anesthesia, the patient¿s abdomen was prepped and draped in the usual sterile manner. All the patient¿s midline staples were removed and the entire incision was finger fracture opened. Found within was a large hematoma which basically extended across the entire anterior abdominal wall. This was debrided and pulsavac-ed. Culture was performed to rule out infection, and then drains were replaced on either side of the hernia repair and brought out through separate stab incisions through the anterior abdominal wall. The midline skin was loosely reapproximated with widely spaced vertical mattress sutures, and then a woundvac [vacuum assist closure] was placed. The patient was awakened from anesthesia and taken to the pacu in stable condition.¿ (B)(6) 2013: [missing records: a culture report detailing analysis of specimens collected during the (B)(6) 2013 procedure was not provided.] (B)(6) 2013: (B)(6) medical center main. (B)(6) md.; allison b. Lynn, md. Discharge summary. Admit date: (B)(6) 13. Hospital course: did well after procedure. Incisional vacuum assist closure was left in place for 3 days, was removed and he was discharged home. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus with holes biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: added catalog #, expiration date, di # g5: updated combo product field, added PMA/510k # h4: added device manufacture date. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2013: (B)(6) regional medical center main. (B)(6) , md; (B)(6) , md. Discharge summary. Partial small bowel obstruction or ileus. Presents after several days of abdominal pain, minimal nausea, no vomiting. History multiple abdominal surgeries/recurrent small bowel obstructions mostly resolved non-operative. Return of bowel function, quick resolution of symptoms. Discharged home. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial with holes use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1685, 1695 1932, 2422) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2007 through (B)(6), 2013 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial with holes ¿ records between (B)(6), 2007 through (B)(6), 2013 were not provided. Patient information: medical history: ¿ weight ? (B)(6) 2013: 177.8 lbs. ¿ smoking ? (B)(6) 2013: ¿former smoker.¿ ¿ non-hodgkin¿s lymphoma ¿ diverticulosis ¿ peptic ulcer disease ¿ anemia ¿ (B)(6) 2007: small bowel obstruction with multiple anterior abdominal wall hernias ¿ (B)(6) 2013: recurrent small bowel obstruction ¿ (B)(6) 2013: indirect inguinal hernia surgical procedures: ¿ (B)(6) 2000: exploratory laparotomy with bowel resection ¿ (B)(6) 2003: incisional hernia repair ¿ (B)(6) 2004: ventral hernia repair. Lysis of adhesions, ptfe mesh onlay. Implant: device unknown. ¿ (B)(6) 2005: exploratory laparotomy with bowel resection ¿ (B)(6) 2007: exploratory laparotomy, complete lysis of small bowel adhesion, ventral hernia repair with gore-tex mesh. Implant gore® dualmesh® plus biomaterial with holes. ¿ (B)(6) 2013: exploratory laparotomy, removal of prior placed hernia mesh, extensive lysis of adhesions and primary ventral hernia repair with separations of parts ¿ (B)(6) 2013: washout of abdominal wound implant preoperative complaints: ¿ (B)(6) 2007: CT abdomen/pelvis: ¿history of lymphoma now with acute abdominal pain. Impression: findings concerning for small bowel obstruction whose transition point is difficult to identify. Feculent material within bowel in right lower quadrant to surgical suture line.¿ ¿ (B)(6) 2007: ¿preoperative diagnosis: small bowel obstruction.¿ ¿ (B)(6) 2007: indication: ¿this 68-year-old male with past surgical history significant for small bowel resection secondary to lymphoma. The patient has had multiple recurrences of small bowel obstruction mostly from adhesions or incarcerated hernia, and has had three surgeries in the past five years. He returns with anterior abdominal wall pain and obstructive symptoms. The patient¿s symptoms did not resolve with conservative management and I felt that despite resolution of symptoms, he would probably progress to frequent hospital visits for exacerbation of his symptoms. Therefore, I recommended laparotomy and lysis of adhesions.¿ implant procedure: exploratory laparotomy. Complete lysis of small bowel adhesion. Ventral hernia repair with gore-tex mesh. [Implant: gore® dualmesh® plus biomaterial with holes, 04444021/1dlmcph06, 18cm x 24cm x 1.5mm, thick] implant date: (B)(6), 2007 ¿ wound classification: not provided ¿ description of hernia being treated: ¿the patient¿s entire anterior incision was incised again using scalpel and then slowly carried down to the fascial surface with sharp dissection. Eventually, we were able to enter the preperitoneal space. This actually turned out to be within the abdomen and the patient had fairly filmy but dense adhesions to the anterior abdominal wall. Slowly these were lysed sharply using scissors and eventually they were taken down from the anterior abdominal wall so that the entirety of the fascial incision could be opened. Then working from side to side, we lysed the adhesions off the anterolateral abdominal wall on both sides. What we were left with was essentially the result of the patient¿s multiple primary repairs. It appeared that the anterior abdominal wall while the fascia had stayed relatively intact from all of the interrupted [suture] that had been placed, every suture area had resulted in small breakdown and there were multiple small approximately 1 cm hernias at the anterior abdominal wall, basically swiss cheese, going all the way to normal fascia laterally. We then proceeded with complete lysis of adhesions. This was fairly extensive. We followed the small bowel from the ligament of treitz all the way to the ileocecal valve, lying [sic] all adhesions. We did isolate two small bowel anastomoses and left them in place. They appeared to be widely patent. We never did see a transition point, but the patient did have definitely some dilated small bowel consistent with bowel obstruction. The colon was palpated. There appeared to be no abnormalities within the colon itself. The small bowel was rerun. In running the bowel near the proximal small bowel just beyond the ligament of treitz, the mesentery contained some fairly plump lymph nodes. One of these was probably about 1.5 cm. I went ahead and did an excisional biopsy of this one lymph node from the mesentary, taking vascular supply with bovie electrocautery. The mesenteric defect was closed with interrupted 3-0 vicryl suture. Once all the small bowel was completely lysed, we then proceeded with hernia repair.¿ ¿ implant size and fixation: ¿because the patient¿s anterior abdominal wall is intact but contains multiple small hernias, I felt that an overlay patch would be appropriate, securing the patch to the more secure and undisturbed lateral abdominal fascia. Therefore, we performed a mesh hernia repair using a 24 x 15 cm, elliptical piece of gore-tex mesh. This was secured to the fascia to either side of the incision with a wide margin of approximately 5 cm on either side using through-and-through mattress sutures carried through with #1 ethibond through and through the abdominal wall to separate stab incisions laterally and superiorly. Approximately 18 separate stab incisions were performed widely around the patient¿s midline incision and then the through-and-through mattress sutures were placed and clamped. Then once all had been placed, they were tied in sequence and then cut. The repair appeared to be good with a lot of overlap of mesh over the compromised midline fascia and going into good tissue with through-and-through bites. Once this portion of the hernia repair was completed, a large jackson-pratt drain was placed over the mesh and brought out through the superior stab incision. The drain was secured with a 3-0 nylon suture. The attenuated midline fascia was then reapproximated over the mesh closure using a running #1 pds suture. The midline skin incision and all of the stab incisions were reapproximated with staples. Sterile dressing applied.¿ explant preoperative complaints: ¿ (B)(6) 2013: inpatient admission ? (B)(6) 2013: history and physical: ¿admitted (B)(6) with small bowel obstruction, underwent conservative management, discharged home. Presents complaining of acute onset crampy abdominal pain. States symptoms are exactly the same as previous bowel obstructions. Abdomen: rigid but non-tender, distended, midline laparotomy incision well-healed. CT (B)(6) 2013: prior ventral hernia noted. Several loops of small bowel matted to adjacent mesh. Several loops are moderately dilated measuring 3.5 cm in maximal distention. Similar in appearance to 04/18/13 impression: recurrent small bowel obstruction. Plan: admit.¿ ? (B)(6) 2013: discharge summary: ¿did well, immediately had return of bowel function with in a day of conservative management. There are plans for elective mesh explant, enterolysis and component separation (B)(6) 2013 or (B)(6) 2013.¿ ¿ (B)(6) 2013: indication: ¿this is a 74-year-old male whose past surgical history includes an exploratory laparotomy for diagnosis of lymphoma. The patient developed a hernia afterwards and a hernia repair with mesh was performed. He tends to represent (sic) to the hospital at intervals with a low-grade small bowel obstruction, diagnosed on multiple CT scans. For the most part, his recuperation from these bowel obstructions is fairly ___ [sic]. However, the interval between admissions is shortening and I have had him admitted at least 3 times this year. After a frank discussion with the patient regarding the likelihood that this will continue to be a problem, I have recommended an elective lysis of adhesions. Also, because it appears that his point of obstruction is probably near his mesh, his mesh will have to be removed and another hernia repair will have to be performed.¿ explant procedure: exploratory laparotomy, removal of prior placed hernia mesh, extensive lysis of adhesions and primary ventral hernia repair with separations of parts. Explant date: (B)(6), 2013 [hospitalization (B)(6), 2013] ¿ wound classification: not provided ¿ ¿a scalpel was used to open the skin along the entire length of the patient¿s midline incision. This was carried down through skin, subcutaneous tissue. We started in the lower abdomen as this was not where the patient had the hernia mesh placed and started going through the subcutaneous tissues, down to the fascia. The fascia was then opened in a piecemeal manner to make sure that there were no inadvertent bowel injuries. There are pretty copious amounts of adhesion to the anterior abdominal wall so these were taken down. Since the patient does not really have any remaining omentum the small bowel was stuck up to the abdominal wall. This was taken down mostly with scissors. Finally, as we worked our way up the incision, we ran into the patient¿s previously placed gore-tex mesh. This was lysed of adhesions and then sequentially bisected extending the incision all the way up. There is a fairly significant inflammatory response to the gore-tex mesh in that there is a thick scar of proteinaceous material overlying the bowel which is adjacent to the gore-tex mesh. We continued our lysis upward and finally were able to separate the mesh away from the surrounding soft tissues. The anchoring sutures for the mesh were sequentially cut and finally the mesh completely debrided and removed in fragments. At the more inferior aspect of this dissection we were actually able to find a decent plane behind the adhesions and we worked our way back, releasing all the adhesions from the anterior abdominal wall on either side. A balfour retractor was finally placed and then we began a very tedious lysis of adhesions, staring first at the ileocecal valve and then working our way backwards. There were a couple of loops of small bowel which were adherent to the pelvis. These were lysed and freed and then finally, based the patient¿s CT scan, it appears that there is almost a coalescence of bowel loops at the center where the patient¿s hernia mesh used to be so that rather than trying to delineate the separate loops coming into this we basically went from left adherent loops of bowel back into the area of highest adherent, completely lyse all of the adhesions, which appeared to be two anastomoses which had become adherent to each other and then became adherent to the hernia mesh . After more than 2 hours of lysing the small bowel we were actually able to completely free it up from the ligament of treitz to ileocecal valve, and identified the two anastomoses. Finally, just before attention was turned to closure, I had planned a separation of parts so that the patient would not have to have any more hernia mesh in place, so the skin flaps were raised about the rectus fascia on both sides using bovie electrocautery taking the skin and subcutaneous flap down to the aponeurosis of the external oblique on either side. Using a scalpel the aponeurosis was divided lateral to the rectus muscles and this excision incision was extended both caudad and cephalad on both sides, with better mobilization of the rectus fascia after the separation of parts. We were able to get a good non tension reapproximation of the midline fascia. After hemostasis was obtained and just prior to closure the abdomen was copiously irrigated. Multiple sheets of seprafilm were placed on the anterior abdominal wall just below the fascia. Finally using 0 prolene interrupted figure-of-eight sutures the fascia was reapproximated very large bites, tagged first, and then sequentially tied. Finally two large jackson-pratt drains were placed in either side of the skin flaps in the abdomen and then the skin was only loosely reapproximated with a couple of 2-0 vicryl deep dermal sutures, and then the skin was finally closed with staples.¿ ¿ no pathology report was provided. Relevant medical information ¿ (B)(6) 2013: ¿presents with non-healing wound.¿ ¿admit for intravenous antibiotics and washout tomorrow.¿ ¿ (B)(6) 2013: washout of abdominal wound: ¿found within was a large hematoma which basically extended across the entire anterior abdominal wall. This was debrided and pulsavac-ed." Conclusion: it should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04444021. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent a laparoscopic ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowl obstruction, abdominal pain,dense adhesions, "there is significant inflammatory response to the gore-tex mesh in that there is a thick scar of proteinaceous material overlying the bowel which is adjacent to the gore-tex mesh." Additional event specific information was not provided.